Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced something wrong with the pump since it was exposed to some machines at the hospital. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. High bg anomaly is not confirmed. The complaint of exposure to a magnetic field or MRI is unknown; unable to verify the complaint with current testing procedures. The pump history file lists 231 boluses on the event date, 2/19/2025. Please see below for the first 10 boluses listed on the event date, 2/19/2025: on (B)(6) 2025 00:01:21.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On (B)(6) 2025 00:11:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On (B)(6) 2025 00:16:25.000. Normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u) bolus amoun tdelivered: 1000 (0.1 u). On (B)(6) 2025 00:21:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u). On (B)(6) 2025 00:26:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u). On (B)(6) 2025 00:31:25.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u). On (B)(6) 2025 00:36:25.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u). On (B)(6) 2025 00:41:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On (B)(6) 2025 00:56:21.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). On (B)(6) 2025 01:01:23.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). There were no auto suspend events on the event date, 2/19/2025. Please see below for the user suspend on the event date, 2/19/2025: on (B)(6) 2025 12:19:56 insulin delivery stopped reason for insulin delivery suspension: user suspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.